Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during sleeve gastrectomy procedures, the surgeon has encountered an issue several times. The handles are not working, jamming, and is difficult to toggle. No adverse events have been reported. Related to (B)(4).